Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their central station and paging system failed to alarm for a patient that died on (B)(6) 2022.

Event description:
The customer reported that their central station and paging system failed to alarm for a patient that died on (B)(6) 2022 between 9:30 and 12:00 am (B)(6) 2022.

Manufacturer narrative:
A philips technical consultant went onsite to pull the audit logs from the reported event. The audit logs were reviewed by the tc and a philips clinical product specialists (cps) and they show that the central station was alarming as intended. The audit logs show the following information; (B)(6) 2022 21:00 h514b * pacer not pacing generated at 21:00:31. (Hr = 84) piic ix: h5surv01 (B)(6) 2022 21:03 h514b * pacer not pacing ended. Piic ix: h5surv01 (B)(6) 2022 21:19 h514b * pvcs/min 11 >10 generated at 21:19:49. (Pvc = 11) piic ix: h5surv01 (B)(6) 2022 21:22 h514b *** vent fib/tach generated at 21:22:09. (Hr = 94) piic ix: h5surv01 (B)(6) 2022 21:22 h514b * pvcs/min 11 >10 ended. Piic ix: h5surv01 (B)(6) 2022 21:36 h514b *** asystole generated at 21:36:40. (Hr = 0) piic ix: h5surv01 (B)(6) 2022 21:36 h514b *** vent fib/tach ended. Piic ix: h5surv01 (B)(6) 2022 23:54 h514b ECG leads off generated at 23:54:50. Piic ix: h5surv01 (B)(6) 2022 23:55 h514b !!!ECG leads off generated at 23:54:53. Piic ix: h5surv01 (B)(6) 2022 23:55 h514b ECG leads off ended. Piic ix: h5surv01 (B)(6) 2022 0:20 h514b !!!ECG leads off ended. Piic ix: h5surv01 (B)(6) 2022 0:20 h514b *** asystole ended. Piic ix: h5surv01 (B)(6) 2022 0:20 h514b equipment in standby t_h514b (B)(6) 2022 0:20 h514b arrhythmia off t_h514b (B)(6) 2022 0:20 h514b equipment offline t_h514b the customer also alleged that the alarms were not paged out to their ascom phones. The emergin logs were pulled and it can be seen that all critical alarms were sent to multiple nurses phones and that two of the six recipients of the paged alarms read the message nine to eleven minutes after it occurred. There was no malfunction of the philips system. The audit logs were pulled which proved that the customers patient information center ix and the paging system alarmed as intended. The device remains on site and in use.